Manufacturer narrative:
The device is not a part of recall.

Event description:
The manufacturer received information alleging an issue related to a repaired dreamstation auto CPAP device. The patient alleged visualization of particles in device. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.